Event description:
The doctor was positioning the dental light for use when the lens heat shield/holder fell from the light. The lens heat shield/holder is less than one pound however it can get hot due to being close to the halogen light bulb assembly. There were no injuries reported.

Manufacturer narrative:
The plastic lens heat shield/holder from the dental light was returned for evaluation in 2009. It was observed that all 3 plastic stand-off's were broken. We believe that this was from striking the ground when it fell from the dental light. It also appears to be assembled correctly to the light head assembly. We believe the lens heat shield /holder was not properly re-installed by the end user. The lens heat shield/holder has to be removed when replacing the halogen bulb assembly or when cleaning the lens covers. The lens heat shield/holder snaps off then snaps back on when servicing is complete. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place.